Event description:
On (B)(6) 2018, a 25mm amplatzer cribriform occluder (aco) and 10f amplatzer torqvue 45°delivery system (dtv45) were selected for use. During the procedure, the 25mm aco was not able to be deployed as intended. The 25mm aco was once pulled into and pushed out of the delivery sheath of dtv45 in order to properly deploy in the defect; however, the deformed disc was not restored to the original configuration. Both the 25mm aco and the delivery sheath were safely removed as a unit from the patient, and exchanged for a new 25mm aco and 10f dtv45. The procedure was completed with no further issues and the patient did not experience any adverse consequences. The physician comments that the deformation issue might have been caused by the 1st aco and delivery sheath themselves as the deployment procedure was uneventfully completed with the 2nd "devices".

Manufacturer narrative:
The reported event of deformity upon deployment could not be confirmed. The investigation confirmed the device met functional specifications when analyzed at abbott under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown.